Manufacturer narrative:
The event occurred in (B)(6). Unique device identifier (UDI#): (B)(4).

Event description:
The customer complained of a questionable result on one patient sample tested with the elecsys hcg + beta test system reagent on a cobas e 411 immunoassay analyzer. The initial hcg+ result was 10000 iu/l accompanied by a data flag. The analyzer made a 1:100 dilution with a result of 5276 iu/l accompanied by a data flag. The sample was tested again without dilution with a result of 10000 iu/l accompanied by a data flag. The analyzer made another 1:100 dilution with a result of 28030 iu/l accompanied by a data flag. All tests were performed from the primary clot tube; no aliquots were used. No erroneous results were reported outside the laboratory. The hcg+ reagent lot number was 15654205 with an expiration of 09/2017. There were no allegations of death or serious injury. The field service representative executed performance testing on the analyzer, which was within specifications. Quality controls were around the target values; no issues were apparent. A general reagent issue could most likely be excluded. Additional information was requested for the investigation but was not provided. A specific root cause could not be determined. Possible causes include poor sample quality, bubbles or foam on the diluent, diluent on board the analyzer too long, and insufficient maintenance.